Event description:
A cartridge alarm was reported, verified in the pump history, which occurred during the loading process despite following on-screen instructions. There was no reported impact on the customer¿s blood glucose level. The customer was instructed by technical support to replace the pump, which was confirmed to be under warranty. The customer declined to share backup therapy details but was provided with instructions for returning the problematic pump.